Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation for intertrochanteric femoral fracture, the surgeon tried to insert the blade following the operating manual¿s instruction. When the blade was forced into the femoral; the blade contacted a nail, the tip of the blade was squashed. Another blade was used to complete the operation without any problem. The operation delayed for five minutes. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an investigation summary was performed; a visual inspection of the complained blade shows clearly that it was badly damaged at the tip. It is obvious that the blade must have been blocked at the nail when hammering onto it. Misalignment with the nail before hammering led to the damage of the blade. No indication for material or design related issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product codes for this report include hwc. Complainant part was damaged intraoperative and was not implanted or explanted. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.